Manufacturer narrative:
The initial failure description was "flow probe not working correctly". According to service order (B)(4) dated on 2020-09-02 a getinge service technician could not confirm the reported failure. The failure could not be duplicated. The rotaflow function was checked and returned to clinical use. The rotaflow risk analysis version (B)(4) (dms# (B)(4)) was reviewed on 2020-09-03 and following possible root causes could be determined: malfunction of the flow measurement system: zero flow calibration failed, incorrect flow measurement, device used out of specification, software error. The reported failure "flow probe not working correctly" was found during patient treatment. The device was directly involved in the event and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Flow probe not working correctly. Complaint ID: (B)(4).